Event description:
Additional information received reported that the patient did not have an MRI before or after the event. It was stated that there was nothing out of the normal regarding the environment of the neuro ward. It was not near any MRI or other strong magnet source. There was no equipment of any kind too close. Diagnostic imaging was 6 floors below the neuro ward. The patient was discharged after the valve was reset, and the valve has removed the same. There was no other implants in the patient's body, and the patient does not have another other issues that might cause occlusion/stuck/level change of the valve. The instructions in the IFU were followed with the babies head and were not able to induce any change in the settings with proximity to the bed. They focused on the area where the speaker was as that was the only known source or magnetic influence. A valve in hand was also tested; however, they could not cause the setting to change. The manufacturer representative (rep) emphasized correct technique with the hydrocephalus nurse. The rep also did a gauss meter testing. The meter was zeroed before each test. The rep tested the areas all around the bed and was only able to detect higher magnetic influence near the speakers. The maximum sustained reading they were able to attain was directly adjacent to the speaker and read 41.6.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve had changed settings while on the neuro ward. The doctor thought the hillrom bed was changing the setting because of the speaker in the head of the bed. The speaker was integrated in the bed, and a magnet from the speaker may be causing it to change.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer was suspecting certain components on a medsurg bed were magnetized which were impacting the position levels of the shunt they placed. According to the report, the customer was having some problems with a new shunt. It was indicated that the doctor was using a tool to re-adjust the shunt placement and was getting notice of nearby magnetic fields. They moved their tool closer to the side rail where the rolling ball that indicated hob angle was located and were finding that this ball appeared to be magnetized. The customer felt as though this was the root cause of the increased shunt problems they had been having since last summer when the beds were received.